Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the atrial pacing capture threshold was rising. The analyst noted that on (B)(6) 2016, the atrial max capture threshold rose to 1.125 v from 0.5 v. Analysis of the device memory indicated a p-wave amplitude measurement issue. The analyst noted that on (B)(6) 2016, the minimum p-wave amplitude dropped to 0.375mv from 2.75 mv. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant, the patient's right atrial (ra) lead dislodged after their right ventricular (rv) lead was revised. The lead exhibited decreased sensing and increased thresholds. As well, the patient experienced nerve stimulation and diaphragmatic stimulation. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.